Manufacturer narrative:
(B)(4) other remarks: n/a corrected data: n/a.

Event description:
It was reported that "when they attempted to initiate therapy, the iabp issued 2 purge failure alerts. Manual purge was attempted twice with no resolve. [User] verified the iabp had a trigger source, helium valve was open, and iab helium driveline was connected. [User] informed me that once a second console was connected, therapy was initiated without issue". No patient harm or injury. The patient status is reported as "fine".